Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # (B)(4). The device was manufactured between 07may2019 and 08may2019. The device was received for evaluation. During visual inspection, no evidence of separated bladder from the stressmember. However, the pink coil cap was observed to have been separated from the housing. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume infusor was broken. The bladder appeared separated from the stressmember. There was no patient involvement. No additional information is available.